Event description:
A malfunction alarm, identified as malf 16, was reported. There was no adverse impact to the customer's blood glucose level. The customer, under guidance from technical support, will return the malfunctioning pump and has been instructed on storage procedures. A replacement pump will be provided, and the customer will use mdi as a backup therapy to maintain insulin delivery in the interim.